Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles. The customer¿s blood glucose level was 329 mg/dl at the time of the incident and the current blood glucose was 303 mg/dl. The customer's blood glucose was high and was treated with bolus with the pump. It was reported that they had air bubble due to which they had high blood glucose. The customer reported that the air bubbles were within the reservoir and the approximate size of air bubbles is about 1/8 of an inch. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The reservoir will not be returned for analysis.